Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was noticed to be damaged upon cleaning in biomed. The internal lens was loose and fell out of the scope. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. An investigation was conducted on 10/17/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. While there were no visual defects observed, pieces of the endoscope were returned. The internal lens was outside the endoscope and was in four (4) pieces. Based on the returned condition on the device, the reported failure "detachment of device or component" was confirmed.

Manufacturer narrative:
Trackwise ID: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was noticed to be damaged upon cleaning in biomed. The internal lens was loose and fell out of the scope. No patient involvement.